Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (approximately 40s-50s mg/dl). Reportedly, the customer ¿is a very active person¿, and pump settings needed to be adjusted. Customer required assistance addressing bg levels with carbohydrates. Tandem technical support instructed the customer to consult with a healthcare provider for settings adjustments.